Manufacturer narrative:
(B)(4) date sent to the FDA: 01/03/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a mesh erosion through vaginal skin. The patient underwent a removal of the exposed part of the mesh and re-closure of vaginal skin. No further information is available.